Event description:
The physician reported during a fistula embolization the coil had detached prematurely. The physician utilized a retrieval basket to retrieve the coil. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine what caused the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.